Manufacturer narrative:
H.6. Investigation summary: photo evaluation: one picture was returned for evaluation. From the picture, needle pierced through catheter was observed. Sample evaluation: one sample without packaging was returned for evaluation. Needle pierced through catheter was observed on the sample. This would have occurred either during product application when the product was manipulated or during assembly of the catheter. CAPA# 590840 was raised to address actions required to prevent it from occurring during the assembly of the catheter. This batch was produced before the implementation of CAPA 590840. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the production of the reported batch.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte has been found damaged before use. The following has been provided by the initial reporter: patient was admitted to hospital with bronchial pneumonia. At 3 noon on (B)(6) 2019, the nurse prepared to vaccinate the patient. Open the outer packaging and find that the hose for the disposable intravenous indwelling needle is broken. Replace the new disposable indwelling needle immediately. No adverse events were caused to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte has been found damaged before use. The following has been provided by the initial reporter: patient was admitted to hospital with bronchial pneumonia. At 3 noon on (B)(6), 2019, the nurse prepared to vaccinate the patient. Open the outer packaging and find that the hose for the disposable intravenous indwelling needle is broken. Replace the new disposable indwelling needle immediately. No adverse events were caused to the patient.